Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23646. It was reported the pt underwent a trial procedure on (B)(6) 2014. However, post-operative, reprogramming was unable to provide effective stimulation coverage in the pt's pain pattern. The next day, it was determined the pt's leads had migrated. Subsequently, the pt's trial lead were removed.